Event description:
It was reported the patient died. No clear cause of death was reported. It was stated that it was unknown if the patient's death was related to the device, but it was mentioned the patient had chronic urinary tract infections due to retention. It was noted the therapy "never really worked" for the patient's retention. In addition, it was indicated the patient had "many other health problems" and the healthcare provider was "pretty sure" the patient's death was not related to the therapy or device. No further information was reported.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va016u3, implanted: (B)(6) 2012, product type: lead. (B)(4).